Manufacturer narrative:
Investigation: the device serial number history report indicates no further related issues have been reported for this device. The taps report confirmed that the gender for the procedure on (B)(6) 2018 was entered as male and the donor received 251 ml of ac. The customer confirmed they have changed the donor's gender to female in the vista system. One year of service history was reviewed for this device with no issues related to the reported condition identified. Root cause: the root cause was due to a data entry error by the operator.

Event description:
The customer reported that the operator inadvertently entered a female donor as a male for atrima platelet and plasma collection procedure. The ac infusion rate was >1.2 mls per minute per liter of tbv. The donor's actual tbv is 4262ml. For the procedure that was completed, the tbv was 4679 ml. The maximum ac infusion rate is 1.2 mls/min/liter of tbv. Based on the actual donor's tbv of 4262 ml, she should only have received 5.1 ml/min instead of 5.85 ml/min. Per the customer, the donor is in stable condition.

Manufacturer narrative:
This report is being filed to provide corrected information and additional information.